Manufacturer narrative:
The device was not returned for evaluation. Therefore, the investigation was concluded as unknown/inconclusive. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is complete.

Event description:
The user facility reported during the post-op visit, a micro-fragment (<0.1mm) of metal was seen on the patients iris. The doctor mentioned there is no consequence for the patient.